Manufacturer narrative:
The user reported being hospitalized due to diabetes but did not provide additional details and requested not to be contacted by phone. Multiple sms messages were sent to the user, and emails were sent to the territory manager (tm) and account manager (am) for awareness. The user remained unresponsive to follow-up attempts. Dms review indicates the user is currently using the system, and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized due to diabetes but did not provide additional details and requested not to be contacted by phone. Multiple sms messages were sent to the user, and emails were sent to the territory manager (tm) and account manager (am) for awareness. The user remained unresponsive to follow-up attempts. Dms review indicates the user is currently using the system, and the information is up to date.